Event description:
Abbott diabetes care (adc) received an mhra declaration in which a customer encountered a low reading issue. The report contained the following: "the patient was using the libre 2 intermittently scanned continuous glucose monitor. The readings that were taken when the patient scanned were showing that the glucose was in 'normal range'. The patient began to feel unwell and show symptoms of increased blood glucose, but did not take any insulin as the libre 2 was not showing hyperglycemia. The patient continued to feel unwell, leading to them calling the nhs 111 service during the day, and late into the evening, they felt so unwell that they called for an ambulance. The libre readings continued to show that the patient's glucose was in range and not raised. Upon arrival to the hospital, blood glucose readings were taken by way of an arterial blood sample and found to be 35mmol/l which is far above the normal range of blood glucose (normal range for a diabetic is between 4mmol/l and 10mmol/l). The patient also had ketones of 6mmol/l. This meant that the patient was diagnosed with diabetic ketoacidosis." It was also indicated that the sensor was removed and discarded. No additional details were provided regarding the event. There was no report of death or permanent injury associated with this event. Sensor readings of 4 mmol/l and 10 mmol/l were compared against reading of 35 mmol/l from the hcp meter and the results, when plotted on a parkes error grid, were 'out of range' showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.